Manufacturer narrative:
The explanted device was not returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements, and no alert was issued in the remote monitoring system. The device had already been explanted and replaced; the manufacturer of the rv lead was not provided but it was suspected to be a competitor's lead that was included in an advisory. Technical services reviewed the available data in the remote monitoring system and noted there was not an out-of-range impedance measurement. The system will issue an alert for fluctuating impedance measurements, but there needs to be at least three measurements (in a seven days window) fluctuating from the median impedance. In the current situation, only one value was recorded and therefore did not result in an alert. The explanted device was not returned. No adverse patient effects were reported.